Event description:
Customer claims that the alarm has power, but no alarm tone when pressure is off the sensor pad. Also, there is no alarm tone when the sensor is detached from the alarm. The alarm was tested using new batteries. There are no visual cracks on the case. There was no pt contact reported.

Manufacturer narrative:
(B)(4). Results: eval for the returned product shows when tested, the alarm powered on. There's no alarm tone when pressure is taken off the sensor or when it's detached from the alarm. The battery springs are bent. The alarm case shows one screw has rust. (B)(4).